Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to low blood glucose. Customer's blood glucose at time of admission was 34 mg/dl. The customer was treated with a glucagon shot. The customer has been experiencing low blood glucose for one day. The customer was admitted to the hospital. Customer stated that the cause of the low blood glucose was lack of food all and she did not eat much all day. The customer was advised to speak with their health care provider regarding the low blood glucose and monitor her blood glucose.